Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and a polarity switch. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.